Manufacturer narrative:
The device was received for evaluation. During functional testing ,occlusion error was not reproduced. Evaluation sent the device for upstream and downstream occlusion testing with passing results. A review of event history log revealed multiple occurrences of downstream occlusions. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of occlusion error before first clinical use and was an out of box failure in the biomed service department. There was no patient involvement. No additional information is available.